Event description:
The iab was inserted into the pt at 4:25 p.m. And removed 5 days later at 1:00 p.m. It was reported the pt expired in the hosp as a direct result of iab therapy. The pt expired 3 days later at 8:20 p.m. And an autopsy revealed cause of death retroperitoneal hemorrhage. CT scan of pelvis was done 3 days after the iabp was removed. The iab did not malfunction. No iab was returned to datascope.